Event description:
It was reported that the devices were used in a right hemicolectomy. It was reported by the rep that while performing the transection of bowel, the surgeon felt the device lock up partway through the transection. He opened the device and found a partially formed staple/cut line. He used a second device with the same result. The third device seemed to work fine. The rep noted that after talking with the surgeon, he felt he may have started to advance the stapler, backed up and started again. The surgeon was unaware of the tlc safety lockout feature. He has used the tlc for years. There was no consequence to the pt.